Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing of noise via a change in the intrinsic morphology. Office testing was able to reproduce the noise and the low amplitudes. Technical services reviewed the information and discussed some options. There were no additional adverse patient effects. The system remains implanted.